Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfile showed no error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed a gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed successfully performed treatments. The measured energy was stable. Treatment could be identified in logfile. The corresponding treatment was performed without interruption. No abnormalities or deviations could be detected in the logfiles which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-04704.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient successfully underwent photo refractive keratectomy (prk). The surgeon did not use a cytotoxic drop during the procedure. The patient was seen for routinely care post-operatively. Approximately nine months later, the patient presented with a central subepithelial opacity (approximately 3 millimeter in size) surrounded by reticular haze in the left eye. The patient was prescribed a topical corticosteroid drop and a nonselective beta-adrenergic antagonist drop. The patient's care has been transferred to the surgeon's office. The surgeon is considering doing phototherapeutic keratectomy to manage the haze. The surgeon's previous protocol was to use a cytotoxic drop on prk patient's that went deeper than 75 microns. The surgeon changed their protocol approximately three months ago to include a cytotoxic drop on all prk patients.